Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, a linear opening, and brown particles. Leak test and microscopic analysis were performed and identified a linear smooth opening in crease and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device has been explanted.